Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead that appeared to affect mode switch operation. The lead remains in use. No patient complications have been reported as a result of this event.